Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a generator changeout there was diminished sensing observed on the right ventricular (rv) lead, that the r-waves measured below range. It was additionally noted that the lead appeared to be sensing appropriately. The lead remains in use. No patient complications have been reported as a result of this event.